Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that the patient's right atrial (ra) lead exhibited under-sending. Programming changes were made. Patient was in stable condition.